Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 120 mg/dl and the sensor glucose was 60 mg/dl last night. The customer reported that within two hours the insulin pump suspended at sensor glucose at the 50 mg/dl and the blood glucose was 132 mg/dl. The sensor will not be returned for analysis.